Event description:
As reported by the sales rep, after use of an exoseal and brite tip sheath, the patient had a hematoma. The patient was transferred to a local hospital for evaluation. A retrograde approach was made with a 6f brite tip sheath introducer for an interventional procedure. The physician achieved certification on the use of the exoseal and used the exoseal about 40 times. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was greater than or equal to 5mm in diameter. The vcd showed no visible signs of damage and was prepped according to IFU instructions. It was unknown if there was resistance/friction experienced as the vcd was advanced through the sheath. It is unknown if the sheath locked properly against the cowling, however an audible ¿click¿ was heard. Adequate bleed-back signal was observed. Proper indication was observed in the indicator window. It is unknown if the window ever showed red color. The plug deployment button was fully depressed. After approximately 1-2 seconds, the exoseal and sheath were removed as a single unit. The plug was successfully deployed in the patient. However, it was reported that the patient had a hematoma. The patient was transferred to local hospital for evaluation.

Manufacturer narrative:
Additional information has been received: pulsatile bleeding was not observed, only oozing of the puncture site which was easily treated with manual pressure. The patient was anticoagulated, but it is unknown if there were multiple stick attempts for access. The hematoma developed about 15-20 after plug deployment while at the hospital as the patient was lying in bed. The hematoma was treated with manual pressure and sandbag. The patient¿s blood pressure and act was unknown. The patient was transported to local hospital. The product will not be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2015-00217 and 9616099-2015-00218.

Manufacturer narrative:
This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2015-00217 and 9616099-2015-00218. Complaint conclusion: as reported by the sales rep, after use of an exoseal and brite tip sheath, the patient had a hematoma. The patient was transferred to a local hospital for evaluation. A retrograde approach was made with a 6f brite tip sheath introducer for an interventional procedure. The physician achieved certification on the use of the exoseal and used the exoseal about 40 times. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was greater than or equal to 5mm in diameter. The vcd showed no visible signs of damage and was prepped according to IFU instructions. It was unknown if there was resistance/friction experienced as the vcd was advanced through the sheath. It is unknown if the sheath locked properly against the cowling, however an audible ¿click¿ was heard. Adequate bleed-back signal was observed. Proper indication was observed in the indicator window. It is unknown if the window ever showed red color. The plug deployment button was fully depressed. After approximately 1-2 seconds, the exoseal and sheath were removed as a single unit. The plug was successfully deployed in the patient. However, it was reported that the patient had a hematoma. The patient was transferred to local hospital for evaluation. Addendum 6/1/15: pulsatile bleeding was not observed, only oozing of the puncture site which was easily treated with manual pressure. The patient was anticoagulated, but it is unknown if there were multiple stick attempts for access. The hematoma developed about 15-20 after plug deployment while at the hospital as the patient was lying in bed. The hematoma was treated with manual pressure and sandbag. The patient¿s blood pressure and act was unknown. The patient was transported to local hospital. The brite tip sheath device was not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. There may have been multiple punctures made to the femoral artery while attempting to access it with a sheath, which may result in blood slowly oozing into the adipose tissue unnoticed until a hematoma develops. Patient, operational context and/or pharmacological factors are likely contributing factors to the hematoma reported. Based on the information provided, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will not be returned for analysis. A device history record (DHR) review could not be conducted as the lot # is unknown. Additional information are pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown. This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2015-00217 and 9616099-2015-00218.